Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus repair center could reproduce the reported phenomenon. According to the evaluation, olympus repair center found the ccd unit or cable unit had a malfunction. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the malfunction of the ccd unit or cable unit by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The electrical connector was cracked. The endoscopic image was not displayed due to ccd unit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.